Manufacturer narrative:
Cardinal health is proactively filing this due to the additional time the patient was under general anesthesia. The complaint was forwarded to the manufacturing facility for investigation, and the sample is in route to them. A follow up report will be filed when their evaluation of the sample is completed.

Event description:
Physician stated issue with the right sleeve of the gown being too tight. The sleeve not fitting properly resulted in the physician having to rescrub which delayed the surgery (a right elbow open distal biceps repair) exposing the patient to an additional 5-10 minutes of general anesthesia. The patient is doing fine post-operatively.

Manufacturer narrative:
The sample was received by the manufacturing facility on 3/12/2018 and evaluated. The reported issue was confirmed. The root cause appears to be that this occurred during the sleeve sealing process, due to an incorrect adjustment of the fixture to align the material. As a result the sleeve was sealed too tight. The operators/quality inspector did not identify this condition during their process/inspection. The sample was shown to the personnel in order to make them aware of this discrepancy, and awareness training was provided to the involved employees in order to be alert for this type of issue. A visual aid (fixture) is used as a quality alert for compliance of the product specifications. The fixture is used to align the sleeve, maintain dimension, and seal according to product specifications. The product process/operation is being maintained and monitored by the quality inspector during their continuous inspection in order to prevent this problem. We will continue to monitor complaints for any such issues.